Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that x-ray imaging revealed the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein the system was explanted and a new system was implanted.

Manufacturer narrative:
Correction: a4 - the patient weight should have been 250 pounds rather than 215 pounds.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed all high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.